Event description:
It was reported that the lesion was located in the distal left anterior descending artery (lad) with no calcification and 100% stenosis. The balance middleweight universal guide wire was used with a non-abbott balloon catheter and advanced to the distal lad. The guide wire tip separated during use. No resistance was noted. As the remaining part of guide wire was so distal, no retrieval attempts were made and it remains in the patient. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device analysis did confirm the core and intermediate coils separated 2.4 centimeters distal to the proximal solder. The scanning electron microscopy analysis results suggest that the coil, core and ribbon failures may be attributed to torsional overload. The ribbon coil exhibited a twisted appearance. The results suggest that the wire was over torqued. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as observed. Any additional attempts to retract the wire in this trapped state would exceed design limits and potentially separate. In this case, based on the reported information, it is likely that the tip of the balance middleweight universal became entrapped within the lesion and with further torquing and removal, the coils stretched and the separation occurred. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.